Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows a stopper that is either defective or damaged. Additionally, a visual inspection was conducted on 30 retained samples, and none of these samples showed the reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken/leaking. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tube, the customer noticed the rubber plug was broken. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). G4: PMA/510(k)#: one additional code applies; k230855. E1: initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tube, the customer noticed the rubber plug was broken. There was no health impact or consequence reported.